Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that, the insulin pump may have been exposed to an MRI. The customer then stated that, he was hospitalized due to a hypoglycemic reaction and possible seizures. Prior to the hospitalization, the customer stated, he went to bed with normal blood glucose levels, but was found the next morning on the floor by his wife. Troubleshooting was performed and the insulin pump passed the required tests, including the displacement test.